Manufacturer narrative:
The unit was restarted and the failure has not returned. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit gave a system restart error during a case. The unit was restarted and the case was able to continue. There was no report of patient injury.